Manufacturer narrative:
This MDR report is part of the 227 pilot program, e2015055. The devices were received for evaluation; the events were not duplicated during testing. Evaluation found internal corrosion and debris upon disassembly of 1 device and internal corrosion and a shattered bearing in 1 device. The devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices were reportedly leaking. There was unknown patient involvement with one device and patient involvement with one device; no patient impact.